Event description:
T was observed that during the device evaluation, the colonovideoscope had clogging in the jet tube, the air water cylinder and tube had foreign objects, and the jet tube contained foreign material. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.